Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. During testing, the display was blank. The power complaint could not be adequately investigated due to this. The pump cover was removed and no intermittent connection was found to the power circuit. An eeprom failure occurred during testing. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.